Event description:
It was reported that the bd integra¿ 3 ml retracting safety syringe separated and stayed in hip. The following information was provided by the initial reporter: it was reported by the consumer that syringe needle separated and stayed inside his hip. On (B)(6) 2022 I gave my husband his weekly shot using your syringe. The needle stayed in his hip. We went to the emergency room and after x-rays he was told the needle was in his hip. He will see a surgeon this thursday to have the needle removed. We have notified the walgreens where the syringes were purchased, and they said they would notify you also. We do not know what medical expenses this defective syringe has caused.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd integra¿ 3 ml retracting safety syringe separated and stayed in hip. The following information was provided by the initial reporter: it was reported by the consumer that syringe needle separated and stayed inside his hip. On (B)(6) 2022 I gave my husband his weekly shot using your syringe. The needle stayed in his hip. We went to the emergency room and after x-rays he was told the needle was in his hip. He will see a surgeon this thursday to have the needle removed. We have notified the walgreens where the syringes were purchased, and they said they would notify you also. We do not know what medical expenses this defective syringe has caused.